Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg value not provided and cause was not known. Reportedly, the customer was hospitalized; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.